Manufacturer narrative:
D4: unique identifier (UDI) #: the expiration date is not included in the UDI # as the information could not be populated in the baxter system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set had air bubbles in the tube. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured in august 2024. H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional gravity test using methylene blue and an underwater test with a calibrated leak tester were performed; no air bubbles were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.